Manufacturer narrative:
Unit received with cracked and bleeding lcd glass and cracked lcd window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had crack on it as well as display screen was also damaged. Customer's blood glucose level was 129 mg/dl. Customer reported that insulin pump was dropped. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.